Event description:
The system 6 sternum saw was sent for service and it continued to run without user activation during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.